Event description:
When removing the foley catheter, rn removed 10ml of sterile water to deflate the balloon. When removing, the pt exhibited some signs of discomfort and upon removal the balloon was found to still be partially inflated. The rn passively removed the catheter without forcing it; no harm reached the pt aside from discomfort.